Event description:
Pt was having a norwood procedure to correct th ventricular defect. The esophagus was burned and is now totally destroyed. The pt will require complete replacement of the esophagus when the pt. Becomes 3 or 4 yrs old. Dr informed rptr that five other infants experienced the same problem around this event date time period. Rptr is concerned about a lot problem.